Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture" against right device. The device was explanted.